Manufacturer narrative:
The reported events of sensing noise and inadequate shock were confirmed. Visual inspection of the lead found two internal insulation abrasions breaching all cables lumens. At one location, the etfe cable coating of the cables was found to be abraded. The optim sheath was found to be damaged in both locations, consistent with procedural damaged. Both of the internal insulation abrasions located in the middle of the distal portion. Electrical testing did not find discontinuities but found internal shorts between the conductor paths due to the damaged lead.

Event description:
It was reported that a patient presented to the emergency room due to oversensing noise on the right ventricular (rv) lead resulting in inappropriate shock. The physician elected to explant and replace the rv lead. The patient was recovering following the procedure.